Manufacturer narrative:
The graft was not received for evaluation. Product batch: 25c123 met the requirements for all in-process testing (including pressure testing and sterility) and final visual inspection per ps 001, processing the artegraft. No issues were noted that could be related to this issue. A review of complaints was completed and there were no additional complaints were reported for 25c123 or any issues noted. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. While the exact root cause is unknown, the most likely cause of this patient's recurrent and rapid graft occlusion seems to stem from a systemic hypercoagulable state (most likely related to an underlying malignancy or paraneoplastic syndrome as noted in our follow-up inquiries). Potential root causes for graft thrombosis include: low blood flow, inadvertent external compression (e.g., from clothing, etc.), inadequate heparin therapy for the patient, graft rotation; implantation technique or used in low pressure system. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. Should further information become available that changes the outcome of this investigation, a follow-up report will be submitted.

Event description:
The patient had a failed and infected e-ptfe fem-fem crossover bypass. This was removed and replaced by an ag1030m. The operation was successful and sufficient flow was present after the procedure. The next day the bypass was occluded and subsequently cleaned out by the vascular surgeon. Sufficient flow was observed again, but five hours later the artegraft was occluded again. No clear inflow our outflow issues were observed. After consultation with the patient's family it was decided to not further investigate possible underlying malignities that could explain i.e. Heightened trombogenity. The patient received further conservative and palliative treatment.